Event description:
It was reported that during navio unknown procedure during mapping of tibia it was found that the when the pointer is kept on the medial side the mapping is being done laterally. And when pointer is kept laterally the mapping is out of bone range. Note that the same pointer works fine for femur; the issue happens only during tibia mapping. Also ensured that the checkpoints and tracker frame were aligned properly in place throughout the case. Delay less than 30 minutes was reported. No patient harm or additional complications were reported. The procedure was completed manually. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the navio surgical system india, pn: rob00036, sn: (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The product was not returned however the software files were downloaded from the device and provided for investigation. The log files do not indicate any system or software issue related to the reported complaint. A review of the screenshots confirmed the reported complaint. The first tibia free collection screenshot shows the point probe on the lateral condyle (virtually), and the reported complaint stated the point probe was on the medial condyle (physically). The following tibia free collection screenshots progressively shows the tibia¿s mechanical axis shifting to the medial side of the tibia. Because the system continually updates to fit the virtual bone surface to the green points as they are collected, it was confirmed that the virtual model was shifted medially in relation to the physical bone. The tibia implant is centralized on the knee center point, and the following implant planning screen shows the initial tibia component placed significantly medial to the painted bone mesh. The case was put in casevisualizer, where it shows the tibia checkpoint on the tibia bone tracker, and the femur checkpoint was taken on the bone. Tibia tracker movement after the neutral position and rom collection but before tibia free collection is the most likely cause of the tibia¿s virtual and physical mismatch during free collection. Although there are no checkpoint verification errors, tracker movement cannot be ruled out. The user likely thought the tracker did not move because everything could have looked fine visually. However, bone tracker movement is possible if the bone pins were loose enough that the tracker could have shifted in the medial direction had the leg or the tracker itself been bumped into after collecting the neutral position and flexion range. Detailed instructions for placing the bone pins and tracker arrays is provided in the surgical technique guide. Checkpoint pins should be placed in both the femur and the tibia, in positions where they will not be disturbed during bone removal. The recommended position for the femoral checkpoint pin is in the medial or lateral femoral metaphysis. The recommended position for the tibial checkpoint pin is within the incision distal to the anticipated tibia cut. Refer to the user¿s manual for the placement of the bone tracker attachments. Rigid fixation of the femur and tibia tracking arrays into the bone is critical for a successful navio surgical system surgery. If it is suspected that a bone tracker array has moved during surgery, secure the tracker array and click on the appropriate icon to return to the checkpoint verification screen to re-collect and reverify the checkpoints. In addition, the surgical technique guide provides a ¿recovery procedure guidelines¿ table for recovering to a fully manual procedure. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. The clinical/medical evaluation concluded the following: ¿per complaint details, the device malfunctioned during mapping of the tibia and did not resolve with troubleshooting checkpoints and trackers. It was communicated that the navio¿ was abandoned and the surgery was completed using conventional instruments with a delay of less than 30 minutes. Reportedly, no patient harm or additional complications were reported. Based on this information, patient impact beyond the reported modified procedure and the 0-30-minute surgical delay would not be anticipated as the case was reportedly completed with conventional instrumentation. No further medical assessment is warranted at this time.¿ this situation is captured in the navio risk assessment released at the time of the complaint. Based on the investigation, no containment or corrective actions are recommended at this time. G1.